Event description:
Major pump unit(s) involved: external control system failure;patient did not changes batteries.specific component(s) involved: external battery malfunction; pump drive unit malfunction; patient did not change batteries when prompted by alarm; pump drive faiulure, due to battery malfunction-pt error.causative or contributing factor: patient noncompliance in device maintenance and protection.intervention(s): replacement of internal controller; replacement of driveline; replacement of outflow graft; replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction; pump drive unit malfunction.